Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced due to a c13 capacitor short to address the issue. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the interface board, system board and blower motor. The interface board, system board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to transistor (q2) failing. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the blower motor was found to operate to design specifications. The manufacturer previously reported a capacitor (c13) on the interface board was shorted. The interface board was returned to the manufacturer's quality assurance laboratory and was found to operate to design specifications.